Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced difficulty pairing a freestyle libre 3 plus sensor to the ilet after the sensor was inadvertently paired to the libre mobile application, preventing connection to the ilet system; the user was guided to start a new sensor and proceed through ilet and ilet mobile app setup, resulting in successful initiation of sensor warm-up. No adverse clinical symptoms reported. Outcomes included user education, successful re-pairing workflow initiation, and no alerts or alarms. User support included customer service troubleshooting and use guidance. Investigation of this case revealed that the sensor was already in use by another device, consistent with expected single-pairing behavior of the libre 3 plus, and the ilet device and components functioned as designed. It was concluded that user setup error was the cause, and no device malfunction was identified.